Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."

Manufacturer narrative:
H6: investigation summary: bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and shows low draw volume level in the tubes. Therefore, 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph attached, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."